Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that the intra aortic balloon (iab) had a balloon rupture. No patient involved.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d9, h3, h6 (type of investigation and investigation conclusions).

Event description:
N/a.

Manufacturer narrative:
Another contact info: (B)(6). Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions). Corrected field h6 medical device problem code. It was reported that the intra aortic balloon (iab) had a balloon rupture. Capita is rupture and no patient involvement reported. Equipment repair: customer reported that the balloon developed a leak and wanted the pump checked out. No issues found with pump. An intra-aortic balloon (iab) leak is the loss of integrity in the balloon membrane or its connections, allowing blood or gas to enter or escape. This can occur due to membrane stress (e.g., folding or resistance), patient-related factors such as plaque abrasion. Since product was not returned for evaluation so we couldn't investigate the exact reason of balloon leak. Pump device passed all functional and safety tests according to factory specifications. Pump was given to customer and cleared for customer use. Customer reported a leak in the balloon and wanted the pump checked out. Found no blood in pump. Pump passed all functional and safety tests according to factory specifications. Related pump was given to customer and cleared for customer use.

Event description:
N/a.